Event description:
During a coronary drug eluting stenting treatment procedure, a stent had dislodged from the deliery system and embolized. In 2000 an acs tristar stent had been implanted at a bifurcated area in the left anterior descending artery (lad). This stent caused the diagonal artery to be considered by the physician as compromised. The physician pre dilated the lesion with a 2.5 x 12mm maverick balloon. He then attempted to implant a taxus express2 2.5 x 12mm drug eluting stent but was unable to cross the lesion. A 3.0 x 15mm maverick balloon was used to dilate the lesion again. The stent was able to advance a little further than the first attempt, but still was unable to cross the lesion. Once successfully through the lesion the physician had trouble getting the new stent through the pre-existing stent. The stent delivery system was then attempted to be removed. The ccl nurse reported the pt had a funny look on their face and said they felt something bubbling in their heart. Angiography showed the pt's feeling occurred at the same time that the stent dislodged. The stent had first embolized to the left main artery and, with physician manipulation, floated to the distal end of the lad. It is believed that the new stent was either brushing-up against the older stent or that it had gone through the struts. The ccl nurse reported the stent was "put through heavy labor." A taxus express2 3.0 x 20mm drug eluting stent successfylly pushed the embolized stent up against the wall of the lad and secured it. The procedure was then completed by successfully placing a taxus express2 2.5 x 16 drug eluting stent into the target lesion in the lad. The pt was reported to be doing fine.